Event description:
The customer reported to olympus their evis exera iii video system center displayed an unsupported scope (e315) error code. There was no reports of patient death, harm or patient injuries related to this event.

Manufacturer narrative:
An olympus field service engineer (fse) will be visiting the customer for troubleshooting the unit. Olympus technical assistance center provided the fse with info he can try when he is in front of the unit. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of the e315 error could not be identified. Olympus will continue to monitor field performance for this device.